Event description:
It was reported that during a thoracic procedure, when activating the device on a pulmonary branch a noise was heard. The knife blade advanced and the staples were fired up to the point where the noise was heard. After that the knife blade stopped advancing and the staples stopped forming. Staple/cut line were partially executed. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? What location on the tissue was being stapled? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material used? If yes, which product? Was the instrument fired across or near existing staple line(s) or clip(s)? Were any unexpected noises heard? Were any of the forces higher or lower than expected (closing, opening or firing)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Was there any difficulty removing the device from tissue? Does the patient have any relevant history of surgical treatments? Has the patient recently had radiation or chemotherapy? If so, which therapy? When was last treatment? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account /surgeon? Is there any other additional information you would like to share about this device/procedure? The analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.